Manufacturer narrative:
The results of this investigation concluded the presence of a chip on the bottom rim of the orifice. No damage was observed to the top rim of the orifice, pivot guards, recessed pivot areas or leaflets. Both leaflets were fully mobile. There was no evidence of material defect that may have caused or contributed to the orifice damage. Rather, the orifice damage was apparently caused by some external force, which overstressed the carbon material and resulted in the chip. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and the analysis performed. Information from the field indicated a larger 23 mm sjm regent valve was implanted.

Event description:
On (B)(4) 2014, the patient underwent an aortic valve replacement due to a pseudo-unicuspid, calcified native aortic valve. This 21 mm sjm regent mechanical valve was implanted. The intraoperative transesophageal echocardiogram revealed a moderate paravalvular leak near the left coronary cusp and right coronary cusp junction. Two sutures were placed to repair the leak. Another intraoperative echo was then performed and it revealed a well seated, well functioning valve with no paravalvular leak. On (B)(4) 2014, an echocardiogram showed a mild paravalvular leak with increased velocities across the aortic valve. There was also a suggestion of some tissue under the leaflet, but there did not appear to be any restriction of the leaflets. On (B)(6) 2014, re-do aortic valve replacement was performed. Upon opening the aorta, the valve leaflets appeared to open and close without restriction; however, there was tissue protruding below the valve in the area of the left coronary sinus, which may have contributed to turbulent flow below the valve. The valve was removed, all excess tissue was debrided, a perimembranous ventricular septal defect (vsd) was repaired with a bovine pericardial patch, and a larger 23 mm sjm regent valve was implanted. The post bypass echocardiogram showed a well-functioning valve and the patient was transferred to the ICU in satisfactory condition.

Manufacturer narrative:
(B)(4).